Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed in the machine alarmed. Estimated blood loss was a circuit, approx 300cc's. Pt completed treatment without any issues with a new dialyzer. Sample has not been returned to the MFR.

Manufacturer narrative:
The plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.